Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401captures the reportable event of suture break. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the ligator housing contained four bands, with one damaged band and one overlapped band. Media inspection also confirmed a damaged and overlapped band, along with two separated bands, one of which was damaged. Additionally, the handle was returned with the slack not taken up and without evidence that the trip wire had been secured to the post. The suture was returned with six knots. The reported events of bands failure to deploy, suture break, and bands damaged/defective were confirmed based on the evidence available. A risk review was completed and verified that the events of bands failure to deploy and suture break are defined in the risk documentation of the product and are documented accordingly, supporting acceptable risk benefit for the product. The labeling review indicated that the device was used in a manner inconsistent with the instructions for use (IFU), which require taking up the slack by pulling the proximal end of the trip wire and securing the wire in the handle slot. Failure to complete these steps can impair trip wire engagement and compromise proper band deployment. Based on the analysis performed, the failure to follow these required setup steps resulted in band deployment issues, suture tension leading to breakage, and damage to multiple bands. Therefore, considering all compiled information and the absence of evidence of a manufacturing defect, the most probable root cause for this event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy and the suture broke. There was no difficulty setting up the device. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501, captures the reportable event of bands unable to deploy. Imdrf device code a0401, captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy and the suture broke. There was no difficulty setting up the device. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.